Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. The patient was hospitalized the day after the onset. On an unreported date, the patient was treated with injection vancomycin (1 gram every fifth day, route and duration not reported) and fortum (1 gram, once per day, route and duration not reported). At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.